Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. Surgical reports were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Further information was requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., (B)(4) (MFR- 0001822565-2018-01022). (B)(4).

Event description:
It was reported that the patient was implanted a biolox head during a revision surgery and developed a pseudotumor postoperatively as part of adverse local tissue reaction from corrosion at taper junction. The patient underwent a debridement of skin and subcutaneous tissue to remove foreign bodies.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: debridement; wound dehiscence. Event description: it is reported that 28 days post op the patient underwent a debridement of skin and subcutaneous tissue. Review of received data: patient has a long medical history for pseudotumor, altr due to correspond at taper junction. Overview of received medical reports (short summary): date of surgery intervention (B)(6) 2014 arthrotomy with open biopsy of right hip synovium; partial synovectomy surgery report, dated (B)(6) 2014 (this case is filed in (B)(4) head exchange from metal to ceramic due to failed total hip arthroplasty secondary to morse taper corrosion with an adverse local tissue reaction. Progress notes, dated (B)(6) 2014 satisfactory outcome; plan for an MRI examination to assess resolution of the adverse local tissue reaction and so-called pseudo tumor mass. Progress notes, dated (B)(6) 2014 x-rays shows excellent position of implants.no evidence of complication.plan: it was spoken about residual mass and dysesthesias.option would be surgical excision or follow up with several MRI. Surgical report dated (B)(6) 2015 the entire mass was now excised. The total length measured 15 cm. Progress note (B)(6) 2015: patient went back with some erythema about his right groin incision.the wound is dry no erythema, no fever and no drainage. Impression: postoperative wound cellulitis. No evidence of deep infection at present. Review of the pathology report form the excised specimen reveals no evidence of malignance. Fibrous tissue with coagulative necrosis and a mild lymphoplasmacytic. Vascular information is identified. I believe this is consistent with the diagnosis of a joint prosthesis related pseudotumor. Progress note, date (B)(6) 2015: patient went back with some erythema about his right groin incision. The wound is dry. No erythema, no fever but some drainage in midpoint where slight dehiscence has developed. Postoperative wound cellulitis. No evidence of deep infection. Clinical note (B)(6) 2015: patient comes in today for follow up of right groin wound drainage. No change in amount or consistency of drainage... The two small openings have sealed over. Anterior groin wound with central area of dehiscence approximately 1cmx1 cm with fibrous material in base. Procedure: debridement skin and subcutaneous tissue, secondary closure 1 cm wound clinical note (B)(6) 2015: patient comes in today for follow up of right groin wound drainage. Wound is now healed, no drainage. Device analysis: no product was returned to zimmer biomet for in-depth analysis, the device is still in-vivo. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: the reported event of wound debridement and wound dehiscence cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible risks (with occurrence and severity) related to the issues reported are listed in sap rmw. Conclusion: the patient has a well-documented long medical history with several medical interventions. Previously, the patient was revised to change the head from metal to ceramic and post implantation to retract a large pseudotumor. The event, for which this case is filed for, is due to wound debridement and wound dehiscence around 28 days post-surgery. Since the event cannot be related to a single specific failure mode a root cause analysis is not possible. It cannot be said why the patient experienced an impairment of wound healing; several factors (e.g. Patient factors, previous surgery performed to excise the pseudo tumor) could play a role on it . A root cause can therefore not be determined with the information provided. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).